Event description:
It was reported that an ilet user consumed a high-carbohydrate snack consisting of crackers and granola with fruit and honey without announcing the meal. After confirming it had been more than 30 minutes since the first bite, the user was advised to allow correction algorithm to take action. Symptoms included hyperglycemia peaking at 201 mg/dl. Outcomes included user education and troubleshooting with instruction to allow the pump to deliver correction doses if the user continued without announcing. Investigation included a review of use conditions and user technique focusing on missed meal announcement and appropriate pump behavior for automated correction. Investigation of this case revealed no device malfunction and indicated user handling contributed to the hyperglycemic excursion, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.